Manufacturer narrative:
Batch review performed on 06 august 2019: lot 181493: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: anatomical shoulder system 04.01.0092 metal humeral head ø44 (k170910) lot. 167985. Batch review performed on 6 august 2019: lot 167985: (B)(4) items manufactured and released on 04-may-2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved:anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 183786. Batch review performed on 6 august 2019: lot 183786: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: anatomical shoulder system 04.01.0026 humeral anatomical metaphysis - cementless - 135° - 9 (k170910) lot. 1710037. Batch review performed on 6 august 2019: lot 1710037: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: anatomical shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot. 172589. Batch review performed on 6 august 2019: lot 172589: (B)(4) items manufactured and released on 15-may-2017. Expiration date: 2022-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 12 days after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and implanted an antibiotic spacer. The surgery was completed successfully.